Event description:
Information rec'd indicates the mattress is sunk in the middle, soiled and there are signs of dried fluid in the mattress.

Manufacturer narrative:
The technician used a mattress upgrade kit to repair the bed.